Manufacturer narrative:
The initial MDR 2432235-2017-00664 was filed on 27-dec-2017. Additional information (22-jan-2018): a siemens headquarters support center specialist reviewed the instrument data. The instrument data did not show any interruption in processing of samples from the laboratory automation system. The sample tubes were being processed and samples were being aspirated continuously for the time frame in question. The device is performing as expected. No further evaluation of device is required.

Manufacturer narrative:
The cause of the samples not being aspirated on the advia centaur xpt instrument is unknown. Siemens is investigating the issue.

Event description:
The customer reported that the patient samples were routed to the advia centaur xpt instrument and were standing at the sampling point ready for aspiration. The samples did not get aspirated and were sent to the priority output of the track. There was no warning on the advia centaur xpt instrument or on the track. There was delay in reporting of results for creatine kinase mb isoenzymes assay. There are no reports of patient intervention or adverse health consequence due to the delay in reporting of results.